Manufacturer narrative:
The customer was provided with a replacement glidescope avl video baton 3-4 and the video baton used during the event was returned to verathon for evaluation. A verathon service representative evaluated the returned video baton, and the reported image issue was duplicated. The baton was evaluated by connecting a test video monitor and manipulating the cable; once manipulated, the image would begin to disappear. Since the customer received a replacement video baton, and there are no repairs available, the returned video baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear when the cable was flexed by the baton handle. The customer indicated the procedure was completed with a backup device, but did not know what device was used. The facilities biomedical engineering department evaluated the device after the procedure and was able to duplicate the reported issue. They believed that there was a short in the baton end of the cable that would cause the device's image to disappear. No delay in the procedure, harm to patient, or harm to the user was reported.